Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button cable was creased. The cause of the inability to activate the monitor is the creased cable. The root cause of the creased cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's response buttons would not activate the monitor.